Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Date of event is an approximate.

Event description:
It was reported that the patient underwent a surgical procedure in which this inflatable penile prosthesis (ipp) was removed and replaced with a tactra device. It was suspected that the cylinders of the ipp were placed crossed over during implantation. There were no patient complications.